Event description:
It was reported that a surgeon removed hardware from a left clavicle and then proceeded to do an open reduction with internal fixation of left clavicle. The hardware was originally implanted on (B)(6) 2014. The need for revision was identified when the patient came for first post op visit on (B)(6) 2014 and complained of pain in the area as well as a deformity. The doctor took x-rays and discovered that the plate and two 3.5 mm locking screws pulled away from the bone on the medial side of the fracture. Per surgeon, the patient claimed that there was no specific event or scenario that she could remember as to when or why this happened. On (B)(6) 2014, the surgeon removed the plate and screws without any problem. It was reported that the plate was still well secured to the bone on the lateral side and in original place but on the medial side, the bone has lost reduction and screws were displaced. A 3.5mm lcp superior clavicle plate, a 3.5mm cortex screw, four 3.5mm locking screws and a 2.7mm cortex screw that was used to lag a fragment were removed intact. Hardware was replaced with a 3.5mm lcp superior anterior clavicle plate (part#02.112.031, lot #6779590). Also implanted at this time was a combination of 3.5mm cortex screws and 3.5mm locking screws. The patient outcome was reported as fine and the surgery was completed successfully with no reported surgical delay. This report is for two unknown 3.5mm locking screws. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown 3.5mm locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.